Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used/ fully activated condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken at the distal end, and the distal end including tip was part of the sample return; a short segment of the cardan tube including the proximal 1/4 ring was missing; it was reported that both pieces could be removed with the guidewire, so the disposition of the short segment with the proximal 1/4 ring is not known. The investigation leads to confirmed result for inner catheter cardan tube break, and subsequent detachment. The vessel was not tortuous but very calcified, the lesion was pre-dilated, and system compatible 6f introducer with 0.035" guidewire were used for access. During deployment the system was correctly held at the stability sheath, and the user did not experience difficult during deployment action. A force increase was not felt during removal and deployment. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre-dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Holding and handling of the system throughout deployment was found sufficiently described. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, after the stent was released, the stent holder was allegedly became disengaged from the carriers and remained stuck on the guidewire. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, after the stent was released, the stent holder was allegedly became disengaged from the carriers and remained stuck on the guidewire. There was no reported patient injury,